Manufacturer narrative:
H3: a hardware analysis of (B)(6) kit svc o2 (B)(6) comp mvs ser 4.0.1 was initiated to determine the probable cause of the issue. Analysis found mobile viewing station (mvs) server failed bench test. Mvs powered on but no output to a display monitor. The imaging station application and os did not load. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. Testing found that the mvs pc makes 8 beeps at power on, bad video memory access. Replaced mvs pc with 4.1 pc. Configured stealth settings. The system was then fully functional. Evaluation of the returned computer was not complete at the time of this report. A follow up report will be sent once testing is complete. Evaluation codes c02 and d02 apply to the system. C21 and d16 apply to the computer. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b i70002000-g30, serial/lot #: none, ubd: , UDI#: ; product ID: bi71000520, serial/lot #: 1940995, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system would not boot properly. System is plugged in and the battery lights are indicating its charged. Tech services is having him boot down the systems, disconnect them, reboot the ias and mvs separately, then reconnecting the umbilical cord. Upon rebooting the system monitor still says no video detected. The hcp hears beeping when this occurs. No patient present.